Manufacturer narrative:
Concomitant products: optetrak 3 peg patella cemented 29mm (cat# 200-02-29 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately six years post initial left side tka, the 78 y/o male patient presented back and was scheduled for a revision of the total knee possible poly swap due to poly wear, failure, and recall. A tibial insert poly swap and a patella implant revision were performed. There was a 30-45 minutes surgical delay/prolongation; however, patient did not experience any adverse events as a result of surgical prolongation. Patient was last known to be in stable condition following the event. X-rays and images received. The device is available for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported was likely the result of prosthesis wear and inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.